Event description:
It was reported that while setting up the burr attachments for the electric pen drive prior to a 3rd molar procedure, the doctor discovered that the locking mechanism on the attachment does not hold the burr securely. The attachments were not used in the procedure. There was no effect on any patient. This is report 2 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed it is not possible to attach a burr. We found that a bearing within the housing is damaged and that therefore the coupling sleeve does not latching anymore. Therefore it is impossible to attach a burr. We are not able to determine the exact cause of this occurrence. Insufficient lubrication, high vibrations or applying too much force during use could be possible reasons. This complaint is indeterminate from a manufacturing standpoint. (B)(4).

Event description:
This is report 2 of 2 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 08/09/2011. Placeholder.